Manufacturer narrative:
Investigation results were provided. Device history records (DHR): the DHR check could not be performed as the lot number was not available. Trend analysis: no trend analysis could be performed as no item number is available. Review of event description: it was reported in an abstract that one patient underwent revision surgery of the stem due to dislocation. The patient had a wagner stem implanted. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Root cause analysis and conclusion: root cause determination using dfmea dislocation of hip as a result of hip instability due to selection of wrong offset/ ccd angle, possible: as no documents such x-rays or surgical report are available, this cannot be excluded. There could also be other potential root causes with regards to the other implanted components such as head, inlay and cup. However, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event and an exactroot cause cannot be determined. However, all possible causes related to the issues reported regarding the unknown components are listed in the dfmea which is available for every zimmer implant and is continuously monitored and updated. The complaint arise from a journal article: neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implant(s) were received; therefore the condition of the component(s) is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. Revision surgery. In conclusion, it is possible that the stem was implanted with wrong offset/ ccd angle. However, due to significant lack of information, it is impossible to determine an exact root cause. Zimmer gmbh consider this case as closed. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Additional information has been requested and is currently not available. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted a wagner stem hip (catalogue number unknown) on an unknown side (exact date not reported) and patient underwent revision surgery on an unknown date due to dislocation.